Event description:
It was reported that pump displayed a cartridge change error and customer was unable to resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove loose o-ring from pump connection area, clean connection using alcohol wipe or lint-free cloth, reattach cartridge securely, and follow on-screen steps, after which cartridge was successfully loaded and insulin delivery was resumed.